Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Event description:
Additional information was received and it was reported that the transducer displayed a usacquisitionhw_40_0 error message when it was connected to the ultrasound system. No additional information was provided. Multiple attempts were made to obtain further information regarding the reported phenomenon and patient outcome but with no results.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), update the device available for evaluation (see section d10), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to the quality of the articulation sleeve material. A hole in the articulation sleeve led to liquid infiltration into the sleeve. Through a CAPA, an articulation sleeve material inspection & re-work was initiated in november 2015, and a new sleeve material change was implemented in september 2016.